Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 419 mg/dl. The customer experienced symptoms such as feel sick and throw up. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer performed high pressure test and it passed. The customer¿s heart rate kept jumping. The customer¿s blood glucose level at the time of incident was 319 mg/dl. The customer¿s mother also reported that the numbers on insulin pump were too different than the customer¿s blood tester kit and also the needle was bent. The insulin pump will not be returned for analysis.